Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians have noticed a slowdown in the child's speech development since (B)(6) 2010. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Recent testing results indicate an increasing number of channels in status of hi. Latest testing result shows 9 channels in status hi.